Manufacturer narrative:
Cuser reported discrepancies between bg and sg readings. Escalation analysis confirmed variability in sg values; however, no clear cause for the variability was identified. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear out calibration history and any potential calibration misalignment. Further follow up was not possible as the user was unresponsive to multiple communication attempts. Further investigation was not possible.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.